Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: no product was returned for evaluation. A picture was provided for this investigation. Review of the photo showed a syringe with an attached filter-pro. Review of the photo shows blood escaping through the top of the filter-pro housing. The standard for seal ability on the filter is that fluid penetration does not exceed 0.60". Based on the provided photo, the sample failed this criterion. In-process, filter-pro devices are automatically assembled and glued from supplied components. Without a returned sample to evaluate it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source for the compromised filter-pro could not be identified with any confidence. No further action will be conducted at this time. If the product is returned the manufacturer will re-open the complaint for further device analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked out of the cap. This occurred with approximately 8 products. There was no patient involvement, and no patient harm/adverse event reported.